Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and five physical samples were provided to our quality team for investigation. Through visual inspection, small white particles can be observed on the stopper within one of the returned samples as well as within the photo, verifying the reported incident. Unfortunately, given the size of the particle, characterization testing could not be performed to definitively identify the composition. Based on visual characteristics, it was determined the particle is likely silicone mixed with polypropylene. A device history review was performed for the reported lot 2410084; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected; no particles or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found, all production and quality processes were carried out normally. While we could not identify a direct issue, it is possible the particles generated during the movement of the product within the manufacturing equipment. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have had an issue with 10ml syringes, lot number 2410084, exp: 30-09-2029. Noticed 14/01/2025, due to products having fibrous particles. Small particles are in many of the syringes. We have some of the same batch and many of them have the same issue. Particles were found when checking before use. They were found on the tip of the device.